Event description:
9 years post-op, pt reported they had experienced a "catching" when they were walking and a clicking for about 12 months. X-rays revealed the cup to be migrated. Device was removed and replaced dur to loose hip acetabulum.